Event description:
Two talent bifurcated stent graft delivery systems were inserted into a pt for endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology is unk. Vessel morphology was reported have a narrowing/tight area in the iliac artery. It was reported that the physician attempted to advance the stent graft delivery system however, during the advancement, the delivery system kinked due to the narrowing of the vessel. The device was removed from the pt without incident. (MFR # 2953200-2008-00444). The physician then attempted another bifurcated stent graft system, however, the same results as the first delivery catheter occurred. The stent graft delivery system was removed from the pt. The physician elected to place an aneurx stent graft, and it was successfully deployed. The delivery systems were discarded by the user facility. No clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Eval, results and conclusion: (narrowing/tight area in the iliac artery). Other, secondary intervention.